Event description:
It was reported that the long bipolar grasper instrument's distal end at the tip of the shaft is broken and the tip is not straight. The procedure outcome was unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a partially fractured main tube at the distal end. Inspection of the internal components revealed that the electrical wires and internal cables within the main tube remained intact. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The complaint regarding the distal end at the tip of the shaft is broken and not straight was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.